Event description:
The customer reported that the ventilator alarmed and stopped working while in use on patient. There was no patient harm reported. During evaluation, the manufacturer's service technician reported that upon power up, the device interface appeared locked up with no response to soft or hard keys. The service technician removed power from the unit to power it down. The service technician reported that upon restart the event could no longer be duplicated. Review of the device diagnostic log history noted a restart of the ventilator after a prolonged occurrence of a user interface error. The service technician performed applicable testing which passed to operating specifications.

Manufacturer narrative:
User interface lockup; unable to duplicate.